Event description:
The clavicle pin broke while inserting. Surgery was extended 45 - 50 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.